Event description:
It was further reported that the lesion (location unknown) was instent restenosis and had a 65% stenosis and moderate calcification. The physician was able to deploy the taxus express2 8.8% 3.5 x 16 drug eluting stent on the first attempt. The physician reported no problem deflating the balloon. The physician used "more negative aspirations" to remove the balloon from the stent. The device was removed from the pt intact and partially inflated. The physician made the comment "probably inadequate aspiration made by the nurse, posteriorly total aspiration made by the doctor." There were no pt complications and the final pt condition has been reported as "ok."

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician was able to successfully deploy the taxus express2 8.8% 3.5 x 16 mm drug eluting stent. Upon attempting deflation, the balloon would not deflate "well." The physician encountered difficulty removing the balloon, but was able to remove the device from the pt. There were no pt complications reported. Additional info has been requested.